Event description:
Product ID# 115100 is contained in the forefoot set that was shipped by an integra product specialist to the hospital for sterilization in advance of a procedure. The set was clamped together using three trays with individual parts with the k-wire being in the bottom tray. Products in this set are cleaned and sterilized from the last procedure prior to shipment. The integra product specialist reported that it was tightly clamped and wrapped when shipped. The federal express delivery associate who loaded the packages from the carrier's hub reported to the driver to be careful of product poking out of the box. The driver reported to the user facility upon delivery, that his colleague, while loading the box, sustained a puncture wound from the contents of a package. No report of medical intervention has been received. An associate from the materials management department at the hospital accepted the package and observed that the clamp was unhooked on one side of the set and the wire which is 100mm long was sticking out from the box. She contacted the hospital's or of the reported incident, who in turn contacted the integra product specialist, who happened to be at the account to supervise a different procedure. The product specialist reported seeing an empty box with a k-wire at the bottom. The shipping container was taped and appeared damaged. Other instruments included in the shipment appeared acceptable. The integra product specialist was later contacted by the hospital's safety department requesting an investigation and response. The k-wire was not used, and both the product and shipping container are available for evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information.